Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 27-aug-2025, the user reported a high blood glucose (bg) of 255 mg/dl after eating and announcing a meal. The ilet resumed dosing, and bg returned to range on (B)(6) 2025. The user's highest blood glucose (bg) recorded was 255 mg/dl. Bg was corrected by the ilet resuming insulin dosing. No symptoms or medical intervention were reported during the event and at the time of call.